Manufacturer narrative:
The account replaced the brake and brake/steer casters to repair the bed.

Event description:
The account alleged that the brakes were set but the casters would still swivel. He could not adjust the casters.